Event description:
Reportable based on analysis completed on (B)(6) 2024. It was reported that during a procedure a polarx catheter was selected for use. The console displayed the "sn 1-00004000-2: the console detected blood in the catheter" error message, so the catheter was replaced. No blood was visible on the catheter. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. However, analysis of the returned device found visible blood has ingress into the balloon.

Manufacturer narrative:
Polarxfit was evaluated by boston scientific. Visual inspection noted that there was visible blood was seen inside the balloon. Due to the visible blood inside the balloon, leak and console functional testing were not performed. The polarx device was dissected, and the inner/outer balloon lines located inside of the handle was pressurized to locate a leak path. A leak path was found in the outer balloon itself. There was damage and a breach found at the balloon bond. This breach allowed fluid to ingress into the balloon triggering a true blood detection error.